Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rigid optical laparoscope eyepiece was stuck. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: component code is being corrected to "lenses 866". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the eyepiece adherence was likely occurring due to improper handling and application of excessive force, impact to the device like fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.